Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, anxiety-product/procedure, pain, skin inflammation/irritation, varied injuries-ndr.

Event description:
Healthcare professional reported, a right-side implant exchange, due to concerns with the product. Patient representative, later reported, increased risk of bia-alcl, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies. Including, the resulting inflammation, cellular damage and subcellular damage. Past and future medical expenses, physical pain and suffering from anticipated explantation". Patient was not diagnosed with bia-alcl. The reported events ¿cellular damage and subcellular damage" are not considered to be device related. Device remains implanted.